Event description:
Complainant alleged that during a routine shift check by a clinician, the energy select knob and pacer knob were found to be missing. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not rec'd the product for evaluation and will be providing a follow-up report when our investigation is completed.